Event description:
Physician wrote as follows: patient transferred to him from another institution with a long history of multiple aneurysms. Physician suspects the patient has behcet's disease. Had excision infected aortic graft and initial endograft repairs as hospital with replacement of aortic homograft. Then within three months developed pseudoaneurysm formation of infrarenal segment and developed new aortic aneurysms of visceral/thoracoabdominal segment. The physician treated the lower/infrarenal symptomatic larger aneurysm with a converter device and extension to left iliac in 2006, (physician didn't want suprarenal stent as he had planned staged later procedure to debranch visceral aorta and place thoracoabdominal overlapping tag endograft with lower aui device). The physician did this later staged proximal endografting after debranching, but the patient developed repeated caudal migrations and recur type iii endoleaks related to lowest tag and upper portion esc/aui that he had treated with additional cuffs in 2007 and eight days later. After a third recur endoleak, the physician performed an open removal of the esc device and cuffs and placed an interposition dacron tube graft while preserving the proximal tag's and the distal iliac extensions - no infection was found/cultured, but there was no vascular structures resembling aorta or homografts, so there was no surrounding or buttressing structures for endograft fixation within (= freely floating distal endografts) lower abdominal/infrarenal region. The patient is currently doing well.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by migration of the graft due to anatomical changes in the patient over time.